Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with sensor. The sensor is showing low blood glucose and blood glucose is not low. The customer's blood glucose was 130mg/dl and sensor glucose was reading 49mg/dl. The customer received a threshold suspend. The customer's blood glucose was 130mg/dl. Advised the sensor will be replaced.